Manufacturer narrative:
Batch review performed on 12 september 2023: lot 2106554: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-jul-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 1 year and 7 months after the primary surgery, the surgeon revised the insert (from 10 to 14 mm). The surgery was completed successfully.